Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the customer with resetting the pump, successfully resolving the issue, and instructed the customer to call back if any malfunction recurs. The customer acknowledged and understood the instructions.